Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.